Manufacturer narrative:
(B)(4): the customer reported that there was no expected red flag in icip following a suspension of an IV drip. No patient harm was reported. From the limited available info, philips cannot determine if there was any software malfunction. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no expected red flag following a suspension of an IV drip. No patient harm was reported.